Event description:
Procedure: laparoscopic right hemicolectomy. According to the reporter: the surgeon was using a dst gia 100mm 3.8mm during an extracorporeal anastomosis. The staples that were used on the patient were faulty and had rough edges. A radiology CT on (B)(6) 2014 showed that there was staple line content leakage. An umbilical tube was inserted to stop the leakage. Reintubation/recannulation was necessary. Surgery time was extended by 30 minutes or more. The patient had no other issues. The current condition of the patient: he's doing fine so far. It was unknown whether reinforcement material was used.

Manufacturer narrative:
(B)(4).